Manufacturer narrative:
(B)(4). Investigation summary: according to the information provided, it was reported that the jaw of the expressew iii suture passer w/o hook is not opening or closing anymore. The biomed does not have any additional information about the procedure and/or patient status. The complaint device was received and evaluated. Visual observations reveals that the device is slightly worn, used but in expected condition. Also, it observed that upper jaw was completely loose, in consequence, the jaws don¿t close and open as intended, contributing to the holding failure. Therefore, this complaint can be confirmed. Functional test could not be performed due to jaws damage. The damage in the jaws can generate a failure during the deployment of the gun. The possible root cause for the reported failure can be related when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the sales rep via phone that the jaw of the expressew iii suture passer w/o hook is not opening or closing anymore. The biomed does not have any additional information about the procedure and/or patient status. The device is available to be returned for evaluation.